Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2011 and mesh was used. The mesh pulled away from the abdominal wall on an unknown date. The patient underwent a laparoscopic and open laparotomy with removal of the mesh and a repair of the recurrent ventral hernia using a different mesh on (B)(6) 2011. The patient was stable after surgery and discharged home.